Event description:
On (B)(6) 2013, the lay user/patient in (B)(4) contacted lifescan to report the one touch verio pro meter had an unspecified issue during blood glucose testing. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting this complaint is being reported.